Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unspecified cartridge issues. Customer's blood glucose ranged from 250-300. Customer administered manual injections to address bg. A supply change was performed to resolve the issue.